Manufacturer narrative:
The customer cancelled the service call. Information provided indicated that the bio-medical department at the site confirmed that the system was working as expected and no service was required. No additional information provided. If additional information is received, it will be reported as required.

Event description:
It was reported that the 9900 system would not fluoro. After rebooting system performed as expected. There was no report of patient injury.